Manufacturer narrative:
Based on the information received, the cause of the reported effusion and subsequent death remain unknown.

Manufacturer narrative:
An event of a pericardial effusion and subsequent patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation and atrial fibrillation ablation procedure, the patient decompensated and life saving measures were taken. After two hours of resuscitation, the patient passed away. When drawing blood for act checks after transseptal puncture, blood appeared darker and the patient's vital signs began worsening. An echocardiogram was performed and a pericardial effusion was diagnosed. The effusion was growing rapidly, and a pericardiocentesis was performed twice. It is believed the death was due to the pericardial effusion, however, the cause of death was not confirmed as no autopsy was performed. There is no alleged device malfunction.